Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the harmonic ace instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. An instrument log search with the information provided resulted in no additional information. Furthermore, since the instrument batch sequence number was not provided, an instrument log review of the product related to the complaint cannot be performed at this time. In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace instrument. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastrectomy surgical procedure, it was alleged that the tip of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the information for the patient-related was either unknown, unavailable, or not provided. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the harmonic ace instrument's tip broke off and fell inside the patient during firing. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and continued with the case. The harmonic ace instrument was in use for approximately 1 hour and performed as intended up until the reported event. The fragment was retrieved through an assistant port during the same procedure. The customer used an endoscope and confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The harmonic ace instrument was removed prior to and after the breakage with no resistance through the cannula. The surgical staff did not notice any other damage to the harmonic ace instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The harmonic ace instrument tip was discarded by the customer. The procedure was completed with no report of patient harm, injury or adverse outcome. On (B)(6) 2021, intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the harmonic ace instrument was reportedly inspected prior to use, and no issues were noted. The harmonic ace instrument did not make contact with any other instrument or hard material during the procedure. The customer confirmed the issue occurred when the surgeon was firing the harmonic ace instrument. After the harmonic ace instrument tip broke off and fell inside the patient, the fragment was visually located and retrieved with a laparoscopic instrument during the same procedure. The harmonic ace instrument is available for return to isi for evaluation. There is no video recording of the procedure, and it is unknown if there are any photographic images of the harmonic ace instrument.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. Corrected information is found in the following fields based on the product that was returned for investigation: d4 (product lot number), d4 (unique identifier), and h4 (device manufacture date). D11- intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.112¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. A review of the logs showed the harmonic ace instrument (part# 480275-08 / lot# m90201026-0139) was last used on 18-aug-2021 during this reported procedure with system sk3205. The harmonic ace instrument is a single-use device.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.